Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurry and wonky vision. Hence the lens was explanted and replaced with non-company lens in a secondary procedure. The clinical reason for explant was positive dysphotopsia. Additional information was requested, yet no new information was received.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).